Manufacturer narrative:
On (B)(4) 2011, the device was tested per quality control procedures. The unit met specifications. On (B)(4) 2011, the unit was placed with the patient. On (B)(4) 2011, the device was returned to kci for evaluation. Testing, inspection, and evaluation of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastamoses or grafts/organ; infection; trauma; radiation; patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. Device labeling, available in print and online, states: if v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding, and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. If dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non adherent material, or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
The following was reported to kci by the nurse on (B)(6) 2011; on (B)(6) 2011, the patient had surgery to the left hip and v.a.c. Therapy was initiated. The patient was still in the hospital and was waiting to be discharged when the nurse noted that there was some bleeding under the dressing. Additional information received on (B)(6) 2011, from the wound care nurse who reported that the patient had a blood vessel that was bleeding underneath the dressing that had to be cauterized. After the blood vessel was cauterized the bleeding stopped and on an unknown date, v.a.c. Therapy was restarted. On (B)(6) 2011, the patient returned to the wound care center and the wound was progressing.